Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that approximately five years after implantation of a vena cava filter, a detached filter foot was noted to be embedded in the ivc wall at the time of the scheduled retrieval. The filter was successfully retrieved without incident; however, there was no attempt to remove the detached foot. There was no reported patient injury.